Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "call tech support" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed due to the display of the error icon "call tech support". The receiver data log could not be downloaded, but a "call tech support" error was observed and pictures were taken. The reported event of an error icon display was confirmed due to "call tech support" being displayed on the screen. A probable cause could not be determined. No injury or medical intervention was reported.